Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure where the spinal cord stimulation (scs) system was explanted. There were no reported complications post operatively and the patient is expected to recover.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7074028. Brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7074099.

Manufacturer narrative:
Sc-1232 sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2352-70 sn (B)(6). Visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. Sc-2352-70 sn (B)(6). Visual inspection revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure where the spinal cord stimulation (scs) system was explanted. There were no reported complications post operatively and the patient is expected to recover.